Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that each time the patient attempted to rewind, the pump went back to the time and date screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: during investigation, a review of the pump¿s black box showed that pump reboots had occurred during the rewind step causing the pump to display the verify screen. The battery cap threads were found to be intact; no damage was visible on the battery cap. Evaluation showed no moisture corrosion visible on internal components or the printed circuit board and no cracks in the pump compartment. The issue was confirmed in the history but was not duplicated during the investigation.